Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after implant the patient experienced pain in the pocket/shoulder area described as ¿zapping¿, burning in the arm/device site, and sensation of pulsing in the pocket when lying down. The rv lead exhibited high thresholds, and the symptoms were reported during threshold testing with right ventricular (rv) lead pacing; however, no nerve stimulation was noted. The rv lead was reprogrammed as output was turned down. No further patient complications have been reported as a result of this event.